Event description:
Boston scientific received information that a patient information verification form was filled out indicating the patient's products were removed from service three months ago due to an infection at the implant site. The patient noted the system was replaced with a non-boston scientific device system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.